Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the guidezilla ii 6f guide extension catheter. The device was visually and microscopically examined. There was blood present in the shaft of the device. Just distal from the collar, the shaft was kinked and partially separated. At 6.1cm from the collar, the shaft was kinked. At 1.5cm proximally from the tip, the shaft, markerband, and tip were flattened. The tip portion of the device between the markerband and most distal edge of the tip, the tip was kinked. Product analysis confirmed the reported event, as there was a kink in the tip portion of the device and the tip, markerband and shaft were flattened. The damage to the device indicates there was force while handling the device likely during the procedure as the shaft of the device has blood present indicating use past preparation.

Event description:
Reportable based on analysis completed on 07 nov 2022. It was reported that a kink occurred. Upon unpacking the guidezilla ii, 6f guide extension catheter a kink at the tip of the device was noticed. The device was replaced by another same device and the procedure was successfully completed. However, device analysis revealed partial collar separation.